Event description:
The dealer reported that the concentrator was shutting down unexpectedly. It is unclear if the unit was alarming prior to shuttig down to alert the user to switch to an alternate source of oxygen prior to shutting down.